Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced a blood glucose (bg) level close to 500mg/dl and moderate levels of ketones. As the occlusion alarm had occurred in the past or the customer had changed the pump supplies, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer was to use manual injections for diabetes management while the replacement pump was received.